Event description:
It was reported that the atrial lead exhibited loss of sensing. The lead was capped and replaced during a normal pulse generator change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.